Event description:
It was reported there was an under infusion of an unspecified medication. The pump recorded an infused volume of 40ml over the actual volume. There was patient involvement, but no harm. A bd clinical practice consultant reviewed data from the infusion knowledge portal and found the following: the infusion started at 12:19 as a basic infusion for 250ml to infuse over an hour. It took four 4 minutes extra to complete. It was at a volume of 247.4ml when they added the 20ml.

Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an under infusion of an unspecified medication. The pump recorded an infused volume of 40ml over the actual volume. There was patient involvement, but no harm.a bd clinical practice consultant reviewed data from the infusion knowledge portal and found the following: the infusion started at 12:19 as a basic infusion for 250ml to infuse over an hour. It took four 4 minutes extra to complete. It was at a volume of 247.4ml when they added the 20ml.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.